Event description:
It was reported that the customer experienced a blood glucose (bg) level of 425 mg/dl; cause was unknown. The customer reported they went to the emergency room (ER) on (B)(6) 2023, and received an IV and an injection of humulin u100 insulin to resolve their high bg. A system check was performed, and it was found that the customer was using off label insulin (u500) within the pump supplies. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.